Manufacturer narrative:
Product evaluation: the product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified associated product was provided. An unspecified handpiece was indicated. It is unknown if a qualified product was used. The viscoelastic indicated is not qualified for the lens/cartridge combination indicated. Root cause: the root cause may be related to failure to follow the dfu. The file indicated the use of a viscoelastic that is not qualified for the lens/cartridge combination indicated. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. (B)(4).

Event description:
A physician reported that while implanting a multifocal intraocular lens (iol) a scratch was noted in the central region. The surgery was completed after a thirty minute delay with no patient harm.